Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check with tandem technical support was not able to be completed at time of call; however, multiple attempts were made by technical support to follow up with the customer, but no response was received. There was no adverse impact to customer's blood glucose.